Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 437 mg/dl at the time. The other blood glucose value mentioned is 111 mg/dl. Customer also reported that the infusion set cannula was bent. The customer was treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.